Manufacturer narrative:
An investigation was conducted: the reported failure of an atec disposable device was investigated by post-market quality assurance (pmqa) on may 5, 2026. A visual inspection of the returned device was performed, and the outer cannula was found disengaged from the hub. Functional testing was subsequently conducted. During the testing phase, vibration of the inner cannula was observed. Following functional testing, an internal inspection was carried out, which identified a visible deflection of the inner cannula. Based on the investigation results, the complaint failure was confirmed. This observation will be monitored and trended. Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported by the user that during an atec MRI guided breast biopsy procedure on (B)(6) 2026, while acquiring tissue samples from the patient, the needle detached from the device handpiece. It was reported that there was no harm to the patient and the procedure was completed with another device.